Event description:
Implant fracture.

Manufacturer narrative:
Technical and medical eval revealed that the product was in accordance with the specifications and the implant fracture was caused by operational procedure and excessive load.